Event description:
The device was used during a laparoscopic hernia repair. It was reported by the affiliate that the device jammed. There was no consequence to the patient.

Manufacturer narrative:
Two staples twisted in the staple track and the two staples jammed in the cartridge nose.